Event description:
It is reported the patient was revised due to instability and loosening of the fixation screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.